Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 10-nov-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for crea cartridge lot a25203.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant creatinine result on a 45-year-old male patient with a medical history of hypertension. Return product is not available for investigation. Method date collected tested crea sample I-stat. (B)(6) 2025. 11:06. 11:15. 2.1 mg/dl. A. Lab. (B)(6) 2025. 11:06. 11:29. 1.19 mg/dl. A. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway.